Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips didn't form properly and were ejecting from the device. The same device was used to complete the case. There was no pt consequence.